Manufacturer narrative:
Information was received via (B)(4) study reporting multiple occurrences of instent restenosis of a 3.5x33 cypher stent in the mid right coronary artery. With additional investigation it was indicated that there was also a restenosis of a 3.5x18 cypher stent two and a half years post implantation. Two years prior to cypress study enrollment the patient had a 3.5x33 cypher stent implanted in the mid right coronary artery (rca). Additionally a 3.5x18 cypher was implanted in the distal rca which demonstrated a patent 3.0x12 taxus express 2 which had been implanted three months early. Approximately six months post implantation an 80% restenosis of the 3.5x33 cypher stent in the mid rca was treated with balloon angioplasty. A diagnostic catheterization seven months later demonstrated a 50% stent restenosis without intervention; however eleven months later, at the time of the study index enrollment (almost two years post implantation of the cypher), the patient was admitted with stable angina and an 8mm 80% restenosis of the cypher in the mid rca. This was treated with predilation and a 3.5x8 cypher stent. The stent was post-dilated and there was no malfunction or angiographic complications with this stent. In the same procedure, a 2.5 x 12mm promus stent was successfully implanted in an 8mm long, 90% de novo stenosis 1st right postero-lateral branch. Additionally a 19mm 70% in-stent restenosis of a noncordis drug eluting stent in the mid circumflex artery was treated with a 2.5x23mm promus stent. There was no malfunction or angiographic complications with these stents. Approximately five months after the index procedure, the patient experienced angina. The event was reported to be severe and was treated with ptca. It was indicated as indicated as treatment of the target vessel but non-target lesion. Additional information reported that the lesion was an instent restenosis in the distal rca. It was reported as difficult to interpret which of the earlier stents (3.0x12 taxus or 3.5x18 cypher) restenosed. This restenosis was greater than 5mm from the 3.5x8 cypher stent placed during the index procedure and greater than 5mm from the 3.5x33 cypher placed prior to the index procedure. This patient medical history is significant for CABG, hypertension, hypothyroidism, pci performed in multiple vessels as well as in the same vessel, myocardial infarction, hypothyroidism, fibromyalgia, rheumatoid arthritis, and family history of coronary artery disease. The product is not available for evaluation. A review of the manufacturing documentation associated with the 3.5x33 cypher stent in the mid rca presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13356108 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis include those long lesions and restenotic lesions. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no indication of a relationship of the events to the manufacturing process. Based on the available information, it appears that patient and lesion characteristics may have contributed to the reported events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The lesion was 8mm long, de novo and had 90% stenosis. A 2.5 x 12mm promus stent was successfully implanted. There was no malfunction or angiographic complications with this stent. A 19mm 70% in-stent restenosis of a non-cordis drug-eluting stent in the mid circumflex artery was treated with a 3.5 x 23mm promus stent successfully. There was no malfunction or angiographic complications with this stent. Approximately five months after the index procedure, the patient experienced angina. The event was reported to be severe and was treated with ptca. The event resolved without sequelae 15 days later. The event was reported to be unrelated to the cypher stent, the procedure and the study drug. Approximately 14 days later, the patient had a revascularization in at the target vessel, but non-target lesion, specifically, the distal rca. It is unknown if the ptca was within 5mm from the cypher stents in the mid rca. The lesion was an in-stent restenosis. The event resolved without sequelae the following day. The event was reported to be unrelated to the index procedure and the cypher stent. Approximately two years prior to the study index procedure, the 3.5 x 33mm cypher stent was implanted in the mid rca. The lesion was 70% stenosed, with 86% plaque burden, lumen csa 2.57mm and final 9.66mm. The lesion was pre-dilated with a 3.0 x 15mm balloon at 12 atm. The stent was deployed at 12 atm and post-dilated with a 3.75 x 15mm balloon at 26 mmhg. There was excellent angiographic appearance with 0% residual stenosis and no dissection. Concomitant medical products: benazepril 20mg, hydrochlorthiazide 25mg, metoprolol 25mg, plavix 150mg ((B)(6) 2010) and plavix 75mg (start: (B)(6) 2010). Additional information will be submitted within 30 days from receipt.

Event description:
Additional information was received that indicated the lesion in the distal rca for which a revascularization was performed was greater than 5mm away from the 3.5 x 8mm cypher stent implanted in the mid rca during the index procedure.

Manufacturer narrative:
The complaint received states that approximately five months post index procedure, this (B)(4) study patient suffered coronary restenosis as well as multiple episodes of in-stent restenosis of a previously implanted cypher stent. This is a (B)(6) female with medical history including history of angina, previous pci, pci performed in same vessel, CABG, family history of coronary artery disease, angina pectoris, hypertension, myocardial infarction, hypothyroidism, fibromyalgia, rheumatoid arthritis, IV contrast allergy, shellfish allergy. Approximately two years prior to the study index procedure, the patient had a 3.5 x 33mm cypher stent implanted in the mid right coronary artery (rca). Approximately six months after it was implanted, the 3.5 x33mm cypher stent had 80% restenosis and was treated with balloon angioplasty. Approximately seven months later, the stent had 50% restenosis and approximately eleven months later (almost two years later after it was implanted), the patient again experienced angina. The patient was admitted with stable angina pectoris as the indication for inclusion in the (B)(4) study. This patient had multi-vessel disease that was addressed in the index procedure. An 8mm 80% restenosis of the 3.5 x 33mm cypher drug-eluting stent in the mid rca was pre-dilated and treated with a 3.5 x 8mm cypher stent successfully. The stent was post-dilated and there was no malfunction or angiographic complications with this stent. In the same procedure, a 2.5 x 12mm promus stent was implanted in the 1st right postero-lateral branch. The lesion was 8mm long, de novo and had 90% stenosis. A 2.5 x 12mm promus stent was successfully implanted. There was no malfunction or angiographic complications with this stent. A 19mm 70% in-stent restenosis of a non-cordis drug-eluting stent in the mid circumflex artery was treated with a 3.5 x 23mm promus stent successfully. There was no malfunction or angiographic complications with this stent. Approximately five months after the index procedure, the patient experienced angina. The event was reported to be severe and was treated with ptca. It was indicated as treatment of the target vessel but non-target lesion, indicated as an in-stent restenosis. Additional information reported that the lesion was in the distal rca and was greater than 5mm from the 3.5x8 cypher stent placed during the index procedure. The event resolved without sequelae. This patient medical history is significant for CABG, hypertension, hypothyroidism, pci performed in multiple vessels as well as in the same vessel, myocardial infarction, hypothyroidism, fibromyalgia, rheumatoid arthritis, and family history of coronary artery disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13356108 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent ptca or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and previous vascular disease.

Event description:
Additional information was received that indicated the lesion in the distal right coronary artery (rca) for which a revascularization was performed was greater than 5mm away from the 3.5 x 33mm cypher stent implanted in the mid rca approximately two years prior to the index procedure. The distal rca was treated with a taxus express 2 (3.0 x 12mm) on (B)(6) 2008 and a cypher rx (3.5 x 18mm) on (B)(6) 2008. In (B)(6) 2008, the taxus express 2 placed in (B)(6) 2008 was patent. An intervention was performed on (B)(6) 2010 to treat an in-stent restenosis in the distal rca, but it could not be determined which of the stents in the distal rca restenosed.

Event description:
The information received from the (B)(4) study indicated that approximately two years prior to the study index procedure, the patient had a 3.5 x 33mm cypher stent implanted in the mid right coronary artery (rca). Approximately six months after it was implanted, the 3.5 x 33mm cypher stent had 80% restenosis and was treated with balloon angioplasty. Approximately seven months later, the stent had 50% restenosis and approximately eleven months later (almost two years after it was implanted), the patient was admitted with stable angina pectoris. An 8mm 80% restenosis of the 3.5 x 33mm cypher drug-eluting stent in the mid rca was pre-dilated and treated with a 3.5 x 8mm cypher stent successfully. The stent was post-dilated and there was no malfunction or angiographic complications with this stent. In the same procedure, a 2.5 x 12mm promus stent was implanted in the 1st right postero-lateral branch.